Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of an esophageal stent in 2006. The ultraflex esophageal stent system could not be fully deployed. The deployment suture was reported to be 'stuck'. Upon removal of the partially deployed stent, the patient sustained trauma and bleeding at the tumor site. The procedure was completed with another ultraflex esophageal stent system. The patient status is unknown.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, we are unable to determine the relationship between this device and the cause for this event.